Manufacturer narrative:
H11. Additional narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as its availability is unknown. Based on the available information, the root cause of the event cannot to conclusively determined.

Event description:
Edwards received information from a customer that an unknown model valve was explanted and is ready to be returned.